Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -11.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports the patient sees wrong colors after implantation of the icl; blue becomes green and purple becomes grey. Patient is negative on a color blindness test and the patient was advised to get a farnsworth d-15 test. Lens remains implanted. The cause of the event was reported as unknown and noted the device did not fail to perform as intended.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).